Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 356 mmg/dl. The customer was treated with syringe. The troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat per health care provider instructions. The customer was advised that we will replace set and monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.